Event description:
Additional information was received that the right ventricular (rv) lead impedance measurement continued to be high out and of range. It was noted that the rv lead threshold measurement has also now started to increase. The output was increased which resolved the threshold issue. The system remains in service and no adverse patient effects were reported.

Event description:
Boston scientific received information via the patient¿s remote home monitoring system that this implantable cardioverter defibrillator (ICD) detected recurring high out of range pacing impedances on this right ventricular (rv) lead. Defibrillation threshold (dft) testing had been recently performed. The physician has elected to monitor the patient and not perform any surgical intervention at this time. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) continued to exhibit high out of range pacing impedance measurements of greater than 2000 ohms. Oversensing of noise on the rv channel and high rv thresholds were also noted. A revision procedure was performed where the rv lead was tested on a pacing system analyzer (psa) and yielded the high impedance measurements and elicited noise. Thus the lead was surgically abandoned. The ICD was also electively explanted during the procedure. A new system was successfully implanted

Manufacturer narrative:
(B)(4).